Event description:
Baxter (B)(4) received a report of a basal/bolus infusor that overinfused during patient therapy. The device was filled with 200ml of ropivacaine hydrochloride hydrate and 8ml of fentanyl citrate. The actual flow rate was 208ml/33hrs. The usage of the patient control module (pcm) is unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. A standard flow test was performed on the sample for 30 hours and a functional test was conducted on the pcm. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 7.70 ml/hr, normalized flow rate = 7.89 ml/hr, pcm: average dispensed volume = 7.92ml specification range = 7.20 ? 8.80 ml/hr. Pcm: average dispensed volume = 1.92 ml pcm specification range = 1.80 - 2.20ml the infusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.